Event description:
It was reported that the shaft break occurred. A 15mm x 2.75mm nc quantum apex balloon catheter was selected for used. However, during preparation and engaged into the non-boston scientific (bsc) guide catheter, the shaft broke approximately 57cm from the tip. The procedure was completed with non-bsc device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc quantum apex balloon catheter. The device was visually and microscopically examined. There was a separation of the hypotube 85.5cm from the strain relief. The separated ends were jagged and ovaled in shape indicating the device was kinked prior to separation. There were numerous kinks to the hypotube of the device. There was contrast in the inflation lumen and the balloon. There was blood in the guidewire lumen and the balloon was tightly folded.

Event description:
It was reported that the shaft break occurred. A 15mm x 2.75mm nc quantum apex balloon catheter was selected for used. However, during preparation and engaged into the non-boston scientific (bsc) guide catheter, the shaft broke approximately 57cm from the tip. The procedure was completed with non-bsc device. There were no patient complications reported.